Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix e/x (device #2). An additional emdr was previously submitted to represent the bard/davol composix kugel hernia patch (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned,

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Note: an initial legal claim received for the same patient reported that the patient was implanted with a composix kugel hernia patch on (B)(6) 2007 and claim was made for the same.